Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use, the device displayed an o2 mismatch alarm. The patient was moved to another device with no patient harm reported.